Event description:
The reporter stated that the surgeon was using a eyeonics crystalens in a msi-pf injector and the lens tore during insertion. The surgeon enlarged the incision to remove the lens and put it another crystalens and used a suture to close the incision. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation: results - a lot number search was performed for the injector and cartridge for similar complaints within the lot and no similar complaints were found for the injector or cartridge.